Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A non-specific issue was reported by the customer. On (B)(6) 2018, the unit was triaged and service found the unit had no audio.

Manufacturer narrative:
The unit was triaged and the reported condition was confirmed. The root cause is due to a damaged component of the buzzer. A trend has been identified and a formal corrective and preventative action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.